Event description:
Its been reported the picture was flickering (going in and out). Another scope was used. No negative impact in state of health reported.

Manufacturer narrative:
The device will not be forwarded to the manufacturer for further investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).